Event description:
It was reported that the patient was admitted on (B)(6) 2024. It was noted that the patient had a complicated postoperative course with right heart failure and a need for rp impella placement. They had issues with respiratory distress and ultimately needed a tracheostomy. The patient also had malnutrition dude to intermittent ileus. On admission the patient was noted to have had a sacral wound which worsened over time despite all measures contributing to the patient's demise. The patient developed fungemia and was treated with triple antifungal medication. The blood stream infection was identified by blood cultures as candida and led to endocarditis. The exact source of the infection was unknown, but the patient had malnutrition and likely gut translocation. Despite all therapies the patient's condition worsened and the decision was made to make the patient comfort care. The device operated as expected.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, respiratory failure, infection and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. This section also lists infection as a postimplant complication. This sections also contains information regarding the recommended anticoagulation therapy and international nationalized ratio (inr). Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to candida parapsilosis fungemia and endocarditis. The death was not considered to be device or therapy related. The device was not explanted.